Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the tube. This was discovered during use. The following information was provided by the initial reporter: during using the product, there was foreign matter in the extension tube. Customer suspected that the foreign matter was hematic acid.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the tube. This was discovered during use. The following information was provided by the initial reporter: during using the product, there was foreign matter in the extension tube. Customer suspected that the foreign matter was hematic acid.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos showing foreign matter were submitted for evaluation, the submitted sample did not have the foreign material present on the device. Also 30 retained samples were evaluated and foreign matter was not found. Without the ability to investigate the foreign material our quality engineers were unable to determine the root cause for this complaint.